Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegations was not confirmed. Additional findings were as follows: the front panel was damaged and top cover air vent was clogged, the scope connector was loose, and a (non-olympus) lamp with life of 400 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display was blinking, the image was intermittently scrambled and error e300 (connected incorrectly) was observed on the evis exera iii xenon light source. There were no reports of patient injury or impact associated with the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide this information that was received and correction to h6 of the initial medwatch 154870. Please see the updates in sections: b3, b5, e2, e3, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, although it was not reproduced at inspection results, it is most likely that image displayed intermittently due to effects of loose scope connector and damaged front panel as these issues were observed. The device was determined to have failed due to aging or wear from use within specifications, or due to reprocessing, handling procedures. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additionally reported that the issue occurred during preparation for use and there was no patient involvement. The procedure was completed with another similar device. The reporter occupation was provided as biomedical engineer (healthcare professional).